Event description:
Information was received from a healthcare professional (hcp) regarding a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The hcp reported that the pt said the therapy did not help with their symptoms. Pt stated they tried to get the therapy to help for a year or so. Pt noted they would go back to the hcp's office and work with the nurse practitioner to have the therapy adjusted but it would only help for 2-3 days. Pt stated they noticed that the therapy was not helping with their symptoms 3-4 months after implant and also noted that they had some kind of accident. Pt stated that when the ins was removed they were told that the ins seemed to be damaged and was "impacted somehow."

Manufacturer narrative:
Date of event: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.